Event description:
The customer tested his blood glucose and rec'd a reading of 53 mg/dl using his contour meter and a reading of 91 mg/dl using his contour usb meter. The difference between the readings falls in the "c" zone of the consensus error grid, making the difference clinically significant. No adverse event was alleged. The customer did not have any test strips left, so no product will be returned.